Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump history and black box data revealed no evidence of short battery life. The battery compartment was observed to be intact. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). There was no evidence of moisture ingress found on the inside of the battery compartment. Evaluation revealed that the pump drew electric current at levels above the upper specification limits: the reported issue was duplicated. The pump case was removed, and evidence of moisture ingress was found on internal components; this device failure caused the reported battery life issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.